Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (800 ml/hr gravimetric test 200g resulted in 178.66/200, retest resulted in 171.53/200) during preventive maintenance testing. It was also reported there was no patient involvement.